Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window, cracked reservoir tube lip, and a missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the insulin pump had an led anomaly. The patient's blood glucose was normal and did not require medical treatment. The insulin pump was returned for analysis.